Event description:
It was reported that the touch screen from this integrated programmer was unresponsive during the threshold test. Multiple trouble shooting options were discussed and additional measurements were provided. The patient is not dependent. No adverse patient effects were reported.

Event description:
It was reported that the touch screen from this integrated programmer was unresponsive during the threshold test. Multiple trouble shooting options were discussed and additional measurements were provided. The patient is not dependent. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited behavior consistent with a corrective/preventive action, being the most likely contributor to the event.